Event description:
It was reported that the zimmer air dermatome safety switch was not effective. It was also reported that the dermatome made a bad noise. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.